Manufacturer narrative:
Device passed all functional tests including displacement, and self tests; however, hardware low level failures error is confirmed in the formatted history file due to a loose connection or a cold solder joint at keypad assembly. No other unexpected audio or vibrate anomaly or absence of alarms were noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had third occurrence of hardware low level failures alarm during self-test. Customer's blood glucose value was 231 mg/dl. The customer was assisted with troubleshooting. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.